Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for an alleged blank display. Pump passed stop current test, run current test, selftest, off no power and displacement test. Unit was monitored and function properly. No blank display during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date and time of alarm due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage at the electronic assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip and broken battery tube. Pump passed all required testing. Not confirmed blank display during test.

Event description:
Information received by medtronic indicated that the insulin pump was dying, not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.